Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
During positioning, it was difficult to cross the 90% stenosed, heavily calcified lesion in the right coronary artery (rca). A balloon was advanced into the lesion and exchanged for a viperwire guide wire. Two treatments were performed on low speed. The oad appeared to be jumping through the lesion. Following a treatment on high speed, a perforation was observed. While exchanging the devices, the wire was pulled back by accident. The wire was replaced. Stent placement and pericardiocentesis were performed to resolve the perforation. The patient was stable and admitted to the intensive care unit. The patient was discharged the following day.